Manufacturer narrative:
H6: imdrf impact code f1001 captures the reportable event of procedure was not completed as the same device was unavailable.

Event description:
It was reported to boston scientific corporation that a wallfex biliary rx covered stent was to be implanted in the bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the wallflex biliary stent could not be deployed. The procedure was not completed as the same device was unavailable, and the patient was shifted to surgical treatment as an alternative method. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.